Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had pain at the ipg site and the ipg had migrated. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.